Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated the hospital pharmacy department was in possession of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (1907.0 mcg/ml at 779.3 mcg/day) and prialt (4671 mcg/ml at 1908.8 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient showed underdose symptoms (agitation, excessive sweating). The event date was provided as (B)(6) 2018. Troubleshooting included reading logs; it was indicated motor stall occurred. Actions taken included a pump replacement on (B)(6) 2018. The patient now felt file and was receiving effective therapy. The issue was resolved. Contributing factors to the event were unknown. The pump would be returned. The patient status was alive - no injury. No further complications were reported or anticipated. Pump logs were provided. The logs show a motor stall occurred on (B)(6) 2018 at 14:05, a tube set message occurred on (B)(6) 2018 at 14:05, and a motor stall recovery occurred on (B)(6) 2018 at 06:16. Another stall occurred on (B)(6) 2018 at 21:24, a tube set message occurred on (B)(6) 2018 at 21:24, and a motor stall recovery occurred on (B)(6) 2018 at 06:27. Another stall occurred on (B)(6) 2018 at 08:21 with no recorded recovery.